Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had no damage. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding failed accuracy could not be duplicated. Problem source could not be identified.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy plus after replacing the pump with another one, the customer measured the remaining amount of medical fluid and it turned to be about 30 ml while it was supposed to be 15.6 ml. No adverse patient effects.